Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s.

Event description:
It was reported that during the device interrogation, no diagnostics were available. It was also noted the atrial port is plugged. Review of device data revealed implant detection was still on and there was no verification of it completing. Implant detection was turned off and the device remains in use. No patient complications have been reported as a result of this event.